Manufacturer narrative:
The complaint sample and a reserve sample of the same lot was used for an evaluation. The sample was tested for adhesive strength and microbial growth. There was no microbial growth found in the sample.

Event description:
Consumer stated that the product caused her to have diarrhea and a lot of gas. She stated she was experiencing these symptoms for several months. No medical attention was sought for this condition.